Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting device remained activated during ligation. The unit was unplugged and a new kit was opened to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the jaws were burnt and the hot jaw was charred. The heater was lifted up somewhat. Resistance measurements were out of specification. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications during several device activations. Based upon the functional test, the reported complaint for "device remained activated" was confirmed. A lot history record review was completed for the returned product lot number. There was no non-conformance which could be attributed to this failure mode. (B)(4).